Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2018. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4) date of event - correction "(B)(6)2018" describe event or problem - correction "dexcom was made aware on 12/06/2018, that on (B)(6)2018 there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6)2018." Date received by manufacturer - correction - please note that the first report submitted under 3004753838-2019-00782 was submitted with an incorrect this follow-up report is to note that should have reflected a date of (B)(6)2018).

Event description:
Dexcom was made aware on 11/30/2018, that on (B)(6) 2018 there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2018.